Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0fmhk, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient (B)(4).

Event description:
It was reported that since the night prior, the patient was not able to go to the bathroom. The patient was advised to go to the emergency room by their doctor. It was stated the patient was diagnosed with a bladder infection and had a catheter in. The patient was inquiring if they should turn the device off. Information received a week later indicated the cause of the event was prostatitis. An evaluation on (B)(6) 2014 was noted. Additional information has been requested, a follow up report will be sent if additional information is received.